Event description:
Report received from the us stating that the "attachment came off the motor." The device was used during a "cervical fusion procedure." There were no delays reported. The rep verified that the attachment belonged to a robot and the hospital uses material from mako and synthes anspach. The items must have got mixed up. There was no add'l info provided.

Manufacturer narrative:
The device has not been received by anspach. The event is unconfirmed. If add'l info is received, a supplemental report will be sent. (B)(4).